Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a 1 day post-implant check. Interrogation of the device revealed that the right ventricular lead had an increased capture threshold, decreased lead impedance, and changed sensing. The lead was repositioned, and the parameters were within an acceptable range, with the 1 day post-implant check being satisfactory. The patient did not report any symptoms and was in stable condition.